Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned mmdg could not investigate the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump turned off and the screen was blank and that it did not alarm. Mmdg followed up with the initial reporter who stated that the patient had blood back up in their IV set after the pump turned off, but that they were able to flush it out and restart the infusion and had no further issues. ((B)(4).